Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added. H3. Investigation results - exactech complaint history from 01/01/2008 ¿ 07/01/2024 was reviewed for revisions of knee components due to prosthesis wear and osteolysis. The occurrence rate is considered ¿very low¿. Manufacturing data for this tibial insert could not be reviewed because the serial/lot information was not provided. The revision reported was likely the result of polyethylene wear and osteolysis, as stated in the operative notes. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear and osteolysis cannot be determined as the device was not available for evaluation, and no radiographs or photographs were provided. These devices are used for treatment not diagnosis. There is no additional information available.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right knee revision on (B)(6) 2022, and then experienced a second revision surgical procedure on (B)(6) 2023, approximately 1 year, 2 months after revision surgery. Revision operative report of (B)(6) 2023- postoperative diagnosis: periprosthetic osteolysis of internal prosthetic right knee joint, initial encounter. There was delamination of the polyethylene but no evidence of prosthesis loosening. The femoral and components were found to be stable. Procedure findings: recurrent synovitis related to prior polyethylene liner wear with progression of medial femoral condyle osteolysis. The patient was revised to competitor¿s devices. Patient tolerated the procedure well and was transferred to the recovery room in stable condition. The devices were not returned, there are no images provided. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, type of investigation. The revision reported was likely the result of polyethylene wear and osteolysis, as stated in the operative notes. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear and osteolysis cannot be determined as the device was not available for evaluation, and no radiographs or photographs were provided.